Event description:
It was reported that error 48 displayed during the procedure. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 48 displayed during the procedure. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Corrected content previously provided in sections h6. Evaluation conclusion codes, and h11. Additional MFR narrative. The console was serviced onsite by a field service engineer (fse). The error message allegation was confirmed. The fse replaced the laser power unit (lpu), imported the current calibration data and checked for different parts that could be affected by the injury. The issue was solved. Based on the analysis results, the reported ready button unable to be pressed was confirmed as replacing the faulty charger resolved the issue. A massive amount of saline solution was found inside the system, and in addition, the saline solution container was located in an inappropriate place inside the room, which most likely led to the event experienced by the customer. Due to the massive amount of saline solution in the laser, no guarantee could be made for further failures. No failure of the smart interlock system (sis) antenna was detected. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect cables and all external surfaces for damage. If damage is found, call lumenis service. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the reported error. This includes unintended inappropriate use of the device and incorrect sample preparation. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). The error message allegation was confirmed. The fse replaced the laser power unit (lpu), imported the current calibration data and checked for different parts that could be affected by the injury. The issue was solved. Based on the analysis results, the reported ready button unable to be pressed was confirmed as replacing the faulty charger resolved the issue. Due to the massive amount of saline solution in the laser, no guarantee could be made for further failures. No failure of the smart interlock system (sis) antenna was detected. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that error 48 displayed during the procedure. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.